Event description:
It was reported that the longevity on the programmer was showing 2.4 years until eri, however upon calculating the longevity in house it was at 1.5- 2 years. There were no consequences to the patient.